Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Investigation result of side car - rx pushback. A visual evaluation of the returned device found the basket closed and the tip was intact. The side car-rx presented pushback out of specification. Residues were present on the device indicating use and handling. Functional evaluation showed the basket would open and close without issue. It is the most likely that during procedure the device could have been manipulated, since the failure found (side car pushback) is an issue that could have been generated by excessive manipulation of the device by the user, the interaction with the scope or the interacting with other devices. Additionally, the customer states that the problem occurred during unpacking outside the patient, however, residues were present on the device indicating use and handling. Therefore, the most probable root cause of this complaint is operational context since due to anatomical/procedural factors encountered during the procedure, performance was limited.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2016-04064 for the first trapezoid rx basket and manufacturer report#3005099803-2016-04067 for the second trapezoid rx basket. It was reported to boston scientific corporation that a trapezoid¿ rx basket was used during a stone removal procedure. According to the complaint, during unpacking, the basket was retracted into the plastic outer sheath. However, the basket failed to open. Another trapezoid basket was opened and the basket also failed to open. The procedure completed with another of the same device. The were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no problem." This event has been deemed a reportable event based on the investigation results; side car-rx pushback.